Event description:
Reported due to infection. The physician achieved arteriotomy closure with the perclose proglide device following a diagnostic procedure. In 2004, the pt was seen by a surgeon for an unrelated procedure. The surgeon noticed a "local infection." Unspecified cultures were obtained and revealed "staphylococcus." The pt was admitted to the hosp on an unspecified date, and was placed on an unspecified intravenous antibiotic. Although requested, no additional info was provided.